Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Initial report as reported, during a percutaneous transluminal angioplasty procedure involving a patient with peripheral arterial occlusive disease and claudication of the right leg, a flexor ansel guiding sheath hub leaked. Access was obtained in the common femoral artery using an unknown 18 gauge needle. A cook 0.035 inch roadrunner wire was used through the sheath, which was in place for approximately one minute. After the device was placed in the patient, blood leaked from the valve. No interventions were required. The complaint device was exchanged for another sheath and the procedure was completed successfully, restoring blood flow. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation reviews of the complaints history, device history record, documentation, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, and a visual inspection and functional test of the returned device were conducted during the investigation. The device was returned with bio-matter present and no visible damage noted. The bio-matter was washed off the valve, the sheath was clamped with a hemostat, and water was flushed through side arm. Valve leakage was detected. Additionally, a document-based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. Because there are no related non-conformances, adequate inspection activities have been established, and no other lot related complaints have been received from the field, it was concluded that the complaint lot was manufactured to current specifications. Furthermore, reviews of the manufacturer¿s instructions, drawing, and quality control procedures were conducted, and no gaps were discovered. An IFU is also provided with this device, which states, "in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath," and, "all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage." Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be determined. Possible reasons for the failure include the nature of the procedure and/or user handling. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). PMA/510(k) number = k142829. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a percutaneous transluminal angioplasty procedure involving a patient with peripheral arterial occlusive disease and claudication of the right leg, a flexor ansel guiding sheath hub leaked. Access was obtained in the common femoral artery using an unknown 18 gauge needle. A cook 0.035 inch roadrunner wire was used through the sheath, which was in place for approximately one minute. After the device was placed in the patient, blood leaked from the valve. No interventions were required. The complaint device was exchanged for another sheath and the procedure was completed successfully, restoring blood flow. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.